Manufacturer narrative:
This supplemental report corrects information previously reported in section h9. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax).

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D6b explant date added. H6 clinical code changed to e130501. H6 med dev prob code added a01. H6 impact code changed to f12.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). History of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. A "placement signal not reliable" alarm occurred at the end of the case, prior to the patient being transferred off the procedure table. Before transportation, removal of the rp flex resolved the placement signal alarm on the aic connected to the cp. The registered nurse reported bleeding from the right internal jugular site (swan-ganz catheter) and the left internal jugular quinton dialysis catheter site, resulting in a decrease in hemoglobin and requiring transfusion of two packed red blood cells. The managing physician did not attribute the decrease in hemoglobin to the impella device. The patient survived to explant. The placement signal issue had no impact on the patient's hemodynamics. Renal failure may occur in the setting of critical illness and multiple comorbidities as the patient presented in scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. During support, the 'placement signal not reliable' alarm came on. This occurred during the end of the case but prior to the patient being transferred off the procedure table. The placement signal waveform was visible on the aic screen after the issue occurred. The pump's positioning was confirmed via echocardiogram. The patient's condition was critical. At this time, the patient is still on support.